Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shocks from their implantable cardioverter defibrillator (ICD) due to the ICD detecting and treating an episode as vt (ventricular tachycardia) when it may have been rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.